Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of a c-section procedure when the surgeon pressed the button for cautery, a flame occurred at the tip of the device. When she released the button, the flame went out. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. Visual inspection noted that the electrode tip was charred. The instructions for use warn that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances. Tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material.